Event description:
Pt stated the needles on the sub-q set were dull and therefore, unable to complete the immunoglobulin infusion. (Lot #0804115) treatment was stopped and drug wasted. Pt developed severe black and blue marks at sites. In 2008, the infusion was re-tried with a different lot number of the same set and that sub-q set worked fine. (Lot # 0806020).